Event description:
Nellcor puritan bennett rec'd a call on 09/23/1998. Source called to report the following problem: stop cycle while on pt,. Vent made a funny noise and shut off. Unit did not alarm. This happened twice.